Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced elevated blood glucose levels up to hi on the meter (over 600 mg/dl) with vomiting. The reporter indicate that the pump showed an occlusion alarm occurring during the pump boluses in the morning. The reporter indicated that the infusion site/set were changed and there were no further alarms after the change. The pump was reviewed and found no mechanical issue with the pump. The reporter indicated that the patient may have been experiencing a growth spurt at the time of the event. The reporter also indicated the patient¿s settings had not been changed recently.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours without errors, alarms, or warnings occurring. A flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.